Event description:
There was no reported patient impact associated with this complaint. The patient's mother contacted animas alleging that the pump was intermittently rebooting itself. The patient's mother reported that the alleged power issue started 3 or 4 weeks prior to contacting animas. At the time of the call, the reporter informed customer support that at least on one occasion the subject pump completely powered off and did not reboot to verify screen. At the time of troubleshooting, the reporter denied any visible damage to the pump's casing or battery cap. The patient's mother informed customer support that she had not changed battery cap, but confirmed it was secured tightly to the pump. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated rebooting had occurred. There was no damage to the battery compartment or battery cap observed upon visual inspection. The battery cap secures properly to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.